Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the rotawire detachment occurred and remained inside the patient. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire and wireclip torquer and rotaburr were selected for use. During the procedure, the rotation was checked after the burr was removed from the body. However, it was noted that the wire in the proximal part broke. When the removal was started slowly while checking the cine, the radiopaque part did not move, so the distal part was confirmed to be detached and remained inside the body, so an autologous clot was created. The remainder of the device was removed without resistance. The procedure was cancelled. No patient complications were reported. It was further reported that after ablation, the wire was detached outside the body when rotaburr was taken out of the body to check the rotation. Doctors considered the reason was a procedural factor. When the separated portion was grasped and an attempt was made to remove it, separation of the distal portion was confirmed. The cause of the separation is unknown, but it was the separation of the spring tip, not the point where the rotaburr came into contact.

Manufacturer narrative:
Initial reporter address :(B)(6).

Event description:
It was reported that the rotawire detachment occurred and remained inside the patient. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire and wireclip torquer and rotaburr were selected for use. During the procedure, the rotation was checked after the burr was removed from the body. However, it was noted that the wire in the proximal part broke. When the removal was started slowly while checking the cine, the radiopaque part did not move, so the distal part was confirmed to be detached and remained inside the body, so an autologous clot was created. The remainder of the device was removed without resistance. The procedure was cancelled. No patient complications were reported.